Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that the patient was just getting home from the hospital on (B)(6) 2020. Additional information was received. They stated they were allergic to the tape on their back and they were very itchy. They were redirected to their clinician.